Event description:
It was reported that an asymptomatic patient presented in clinic. An aborted high voltage charge due to possible lead damage and low, out of range, high voltage lead impedance were noted. An insulation break at the svc coil was suspected, and the svc coil was programmed off. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.